Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, scratched lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired about the scroll wrap safety notification recall on her insulin pump. The customer stated the issue has not occurred for her. She also asked to have her insulin pump replaced. No additional information provided.